Event description:
Hospitalized with chest pain, stomach pain, and high blood sugar [chest pain]. Stomach pain [abdominal pain upper]. High blood sugar [blood glucose increased]. Case description: this spontaneous report, received from a consumer in the united states, reported as "hospitalized with chest pain, stomach pain, and high blood sugar" concerns a woman treated with novofine 30 disposable needles for insulin-requiring type 2 diabetes mellitus. Other medical history is unknown. The woman reported that she suspects the needles do not deliver the correct dose of insulin because she has noticed a pool of insulin on her skin at the injection sites after she administers her injections. She also reported that she suspects the events are due to the needles not delivering the correct amount of insulin. The woman experienced chest pain, stomach pain, and high blood sugar and went to the hospital. Her blood sugar level upon arrival to the hospital was greater than 400 mg/dl. An ECG (electrocardiogram) was performed and it was determined that she did not have any problems with her heart. The woman reported that she received an injection of toradol (ketorolac tromethamine [dose and route not provided]) for the chest and stomach pain, and unspecified insulin injections to treat the high blood sugar levels. The patient recovered from the event five days later and was discharged from the hospital on the same day. Ten days later, the woman called to report that she was re-admitted to the same hospital for stomach pain which she felt was related to the novofine 30 disposable needles not delivering the correct dose of insulin. She reported that she was receiving intravenous fluids (type and amount unknown) as well as intravenous dilaudid (hydromorphone hydrochloride) (dose unknown). The next day, the woman reported that she was discharged from the hospital. The patient reported that she had continued to utilize the novofine 30 disposable needles after she was initially discharged and in between each hospitalization. It was unknown if she suspected the stomach pain she was experiencing was from the injections she had performed prior to enent day. The woman reported the novofine 30 disposable needles she utilized did not have any visual abnormalities. She utilizes the novofine 30 disposable needles with a humalog disposable insulin pen and stated that she did not have any difficulties operating the disposable insulin pen prior to or during the events. The woman reported that she utilizes a new disposable needle for each injection and that the needle is removed after each injection. She rotates the injection sites on her abdomen as recommended. The woman reported that neither the disposable needles nor disposable pen was exposed to any temperature extremes. The woman has a previous history of abdominal pain while utilizing the novofine disposable needles (captured as a non-serious ae). She also has a history of soreness in her stomach, abdominal cramping and diarrhea (captured as a non-serious ae). The discharge instructions that the patient received list her health issues as angina pectoris uncontrolled and chest pain with breathing. It also lists disease management for chf, but no further specifics were provided. Two unused samples were returned for testing - analysis pending. Other products used: humalog disposable pen has been coded as "humalog."